Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
H6: correction - type of investigation - please disregard code 3331 submitted in error.

Event description:
Correction: h6 type of investigation.